Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing an increase in urinary incontinence as the device is no longer functional. A boston scientific patient services representative provided surgeon information to the patient. There were no patient complications reported.

Manufacturer narrative:
Approximated based on the date the manufacturer was aware of the event.